Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with an intraocular infection. The eye cultured positive for propionibacterium acnes, which normally lives in skin pores. The pt was treated with an intraocular injection and a vitrectomy was performed. The pt is currently under the care of a retinal specialist. It is unknown whether or not the device malfunctioned.